Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The cgm showed high and the patient was unaware that the bg was actually low, so he treated the cgm value with insulin and became unconscious. His friends called an ambulance; a fingerstick bg was checked by the paramedics but the patient was still unconscious and does not know the result. He was with glucagon intravenously and once he was conscious, he declined to be taken to the hospital. He was very tired after the event but didn't have any injuries. There were no reported glucose values available to search within the parkes error grid calculator. Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. The root cause could not be determined. No additional patient or event information is available.